Manufacturer narrative:
Taper ii. The taper associated with this report will not be returned as the taper was not explanted only a portion of the tubing was returned to our device analysis lab. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Device analysis is pending. No additional information has been reported to inamed regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company representative forwarded physician report as "trying to do an adjustment found that there was a leak. With a lot of struggling, I was able to replace the tubing and preserve the band."